Event description:
A patient called to discuss an upcoming legal action she was preparing for involving the surgeon that implanted her intraocular lens on 03/02/2002. She reported that she experienced intermittent pain for 10 months following intraocular lens implant surgery. She saw another physician and was told there was something wroong with the lens, but he did not tell her exactly what was wrong. The lens was removed and replaced with a different model by this physician in 2003. She reports that her eye hemorrhaged one day following the lens exchange, surgery was recommended but she refused to have the surgery. The eye eventfully healed and she reports her bcva is 20/50.